Manufacturer narrative:
Dealer is not returning the power chair as they serviced the chair and fixed the quad link as well. The end user did not notice the quad link getting loose so it is unknown if it became loose over time or if it was sudden. The chair is used daily, multiple hours per day. The end user mentioned injury while the dealer technician was out doing a service call. Repeated attempts have been made to determine what type and the extent of the injuries without success. The power chair was 11 months in age at the time of the event and there were no previous maintenance records located by the dealer for servicing of the chair or quad link. A swing away quad link is likely to become loose over time due to daily activities such as entering & exiting the power chair along with the need to roll under or closer to a desk or table. If the chair is used multiple hours per day, as this specific unit is, becoming loose would not be uncommon. The underlying cause of the swing away quad link being very loose and not locking is consistent with not following the service inspection recommendation in the owners manual, "every six months take your wheelchair to a qualified technician for a thorough inspection and servicing. Service inspections must be performed by a qualified technician." Also stated is, "warning! Risk of serious injury or damage. Attaching hardware that is loosely secured could cause loss of stability resulting in serious injury or damage. After any adjustments, repair or service and before use, make sure that all attaching hardware is tightened securely.".

Event description:
The dealer technician was on a service call to check the tdxsp-cg power chair when he was advised that the end user had a previous accident resulting in pinching and cutting which allegedly required 25 stitches. When the user went to use the tdxsp-cg power chair it powered up normally, she pushed the joystick forward & the swing away quad link unlocked, causing the user to lose control and the chair to veer to one side at full throttle running the user into her hospital bed, causing injury. The technician checked the chair and discovered that the quad link was very loose & not locking properly. No problem was found with the chairs electronics.